Manufacturer narrative:
Discrepant high crep2 results from a cobas integra 400 have been seen sporadically in the past. Investigations have shown that the observed issue is consistent with a reagent carryover affecting crep2. Based on the investigation findings, an extra wash cycle has been implemented at the customer's laboratory. A definitive root cause of the carryover has yet to be determined.

Manufacturer narrative:
Extra wash cycles were added to the analyzer before the crep2 test. This action appears to have resolved the issue. The cause of the event could not be determined. The event is consistent with a carryover issue.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable crep2 creatinine plus ver.2 results from multiple patients tested on a cobas integra 400 plus. Data was provided for 5 patients. Patient 1 initial crep2 result was 255.7 umol/l with repeat results of 57.0 umol/l and 56.9 umol/l. Patient 2 on (B)(6) 2018 initial crep2 result was 305.6 umol/l with a repeat result of 87.1 umol/l. Patient 3 on (B)(6) 2018 initial crep2 result was 185.9 umol/l with repeat results of 174.3 umol/l, 51.9 umol/l, and 55.0 umol/l. Patient 4 on (B)(6) 2018 initial crep2 result was 163.7 umol/l with repeat results of 89.3 umol/l and 89.4 umol/l. Patient 5 on (B)(6) 2018 initial crep2 result was 105.7 umol/l with repeat results of 83.6 umol/l and 83.8 umol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot was 34643801 with an expiration date that was not provided. The customer checked their maintenance along with the halogen lamp. The customer performed a precision check with unacceptable results. The customer replaced the sample probes. Following the replacement of a reagent cassette that was past its onboard stability and the replacement of the sample probes, there have been no further discrepant results. The investigation is currently ongoing.